Event description:
It was reported that the ilet user missed announcing a breakfast meal and later observed a blood glucose of 267 mg/dl, after which the agent advised not to enter a late meal announcement because the correction algorithm had initiated dosing. The user later reported blood glucose back in range at 137 mg/dl and had no further concerns. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.